Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: patient had repeated falls on hip, causing stem to subside.

Manufacturer narrative:
The products were not returned for analysis. The DHR analysis of the batch provided for the corail stem, shows an initial conformance of the product with regards to its specification. For this batch, there was no deviation or non-conformance. No other analysis was possible because the products were not returned. From the information provided, the root cause could not be determined. The stem could have subsided as a result of the repeated falls as described on the complaint description. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.